Event description:
The customer reported the device intermittently failed to power up. There was no report of patient involvement or adverse patient impact.

Manufacturer narrative:
(B)(4): the customer reported the device intermittently failed to power up. There was no report of patient involvement or adverse patient impact. Philips evaluated the device. As received the device failed to power on. The device was opened and all internal connections reseated. After all internal connections were reseated the device powered up and the power up malfunction could no longer be recreated. The device passed all testing and inspection. While philips was able to confirm the malfunction the specific cause of the malfunction could not be determined.